Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had several impedance alerts triggered for high rv and superior vena cava (svc) impedance. It was noted that there was a connection issue between the lead and device. The lead was revised and both products remain in use. No patient complications have been reported as a result of this event.